Event description:
It was reported that after replacing the cap on the unspecified bd¿needle, it went through the cap. The following information was provided by the initial reporter: verbatim: describe customer concern: patient reported that after injection, when he went to replace cap on syringe, the needle punctured the cap, and he received a minor stick injury, which he treated himself with no further adverse impacts.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported that after replacing the cap on the unspecified bd¿needle, it went through the cap. The following information was provided by the initial reporter: verbatim: describe customer concern: patient reported that after injection, when he went to replace cap on syringe, the needle punctured the cap, and he received a minor stick injury, which he treated himself with no further adverse impacts.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.